Manufacturer narrative:
(B)(4).

Event description:
The information reported related to the high impedances should have been reported as a separate event. Any further information will be reported in regulatory report #3004209178-2013-07921.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 377875, lot# v003909, implanted: (B)(6) 2006, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 377875, lot# v003909, implanted: (B)(6) 2006, product type lead; product ID 748951, serial# (B)(4), implanted: (B)(6), product type extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2003, product type extension. (B)(4).

Event description:
It was reported that there were coupling and/or communication issues. It was noted that an overdischarge was suspected. Approximately two weeks later, it was reported that 'health issues' were the primary reasons for overdischarge. It was stated that the last time 'any' stimulation was felt was '1 - 2 months' prior to the report. It was noted that the last successful recharging session was '1 - 2 months' prior to the report as well. Over six weeks later, it was reported that there was no communication with recharger or programmer. It was noted that the manufacturer representative tried having patient do an antenna locate feature over the phone but the patient was reportedly getting 'strange codes.' It was further noted that the representative tried to have patient initiate physician mode recharge (pmr) over the phone, but patient 'couldn't access it.' The patient was reportedly was scheduled to meet with the representative later that day. A month later, it was reported that the patient was scheduled for a generator replacement. A supplemental report will be sent if any additional information is received.

Event description:
Additional information stated the patient received a new implantable neurostimulator (ins). It was also reported the lead impedances were all greater than 40,000 ohms intraoperatively and they were unable to activate the stimulation. It was noted the patient was being consulted for a paddle lead surgery.